Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an increase in power consumption. Additionally, it was noted impedance issues and high capture thresholds on the right atrial (ra) lead. Device replacement as soon as possible was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an increase in power consumption. Additionally, it was noted impedance issues and high capture thresholds on the right atrial (ra) lead. Device replacement as soon as possible was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced, while the ra remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an increase in power consumption. Additionally, it was noted impedance issues and high capture thresholds on the right atrial (ra) lead. Device replacement as soon as possible was recommended. Subsequently, a revision procedure was performed, and the pacemaker was explanted and replaced, while the ra remained in service. No additional adverse patient effects were reported.